Manufacturer narrative:
The complaint of high impedance was confirmed. Device image analysis indicated average monthly voltage and current trends were normal. High rv impedance was noted in device image analysis and confirmed in electrical and mechanical testing. Visual analysis of the header and its components was performed, and no anomaly was noted. Product code was reloaded and further electrical and mechanical analysis after reloading product code did not find any anomaly and battery was in normal range of operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Timing violation on sram at cold temperature can cause an erroneous state in the inhibited-write queue and led to false pli reading of 1600 ohms.

Event description:
It was reported that during an implant on (B)(6) 2021, when the lead was placed into the device high impedance was observed. Lead was connected back up to the analyzer and confirmed normal range impedance but when connected to the device again same increase impedance was observed. A different device was used, and the procedure was concluded with no harm to the patient. The patient was stable before, during, and after the procedure.